Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol (intra ocular lens) returned adhered to a piece of foam. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. No other observations. The root cause for the reported complaint could not be determined. The lens is cut through the centre of the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient was bothered by near vision. The lens was exchanged for another lens model 08 months 06 days following the initial procedure. Additional information has been received and stated that, there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).